Event description:
Event description guidant received information that this right ventricular endocardial lead measured pacing impedances of over 2000 ohms. Device history revealed an episode of noise leading to a non-sustained episode of ventricular tachycardia. Thresholds have increased from 0.8 volts at the last clinic visit to 2.2 volts at this time. The noise was reproducible on the rate/sense channel by circling the arms above the head.